Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial flutter resulting in an inappropriate shock. Device data was sent to rhythmcare for review. A second automatic setup was completed and the device was reprogrammed to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.